Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Oversensing was noted on the right ventricular (rv) lead. Noise was reproduced with arm movement. The right ventricular lead was capped and replaced on (B)(6) 2018. The patient was stable before, during and after the event.